Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the colon surgery, patient had a colon leak. Case was complete, but patient was brought back to surgery after the bowel leak was detected.